Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test. Pump error 63 confirmed in device history file due to a software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received hardware low level failures error. The customer's blood glucose level was 146 mg/dl. The customer also reported that her insulin pump had received another pump error. She was assisted in troubleshooting and it was reported that she was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was assisted in performing self test and it did not pass. The insulin pump alerted hardware low level failures error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.